Event description:
The component was revised due to loosening.

Manufacturer narrative:
Summary of evaluation: the tibial and patellar components can not be evaluated for the reported loosening and wear as they have not been returned to co but rather have been retained by the patient. The lot codes have not been supplied so that a review of the device history records for these components is not possible. Attempts to obtain lot code information have been unsuccessful.